Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer had issues with turning the ez lock sampling port. Stated that it was putting pressure on the patient¿s skin, and they have been preventing the skin damage by placing a foam dressing under the port. Stated that they had an actual medical device related pressure injury that was caused by this sampling port during this week. No medical intervention was reported. Also requested to provide any education materials or video with qr codes so that they can educate their staff and prevent this from reoccurring and if it is possible to have a representative on-site to provide education to their staff as well.

Manufacturer narrative:
The reported event was inconclusive since photo sample cannot be evaluated. It was unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. Visual evaluation of the returned photo sample noted one opened (without original packaging), sample port. Visual inspection of the attached photo sample cannot be evaluated and therefore the investigation is considered inconclusive. A potential root cause for this failure mode could be ¿materials of construction are not biocompatible". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had issues with turning the ez lock sampling port. Stated that it was putting pressure on the patient¿s skin, and they have been preventing the skin damage by placing a foam dressing under the port. Stated that they had an actual medical device related pressure injury that was caused by this sampling port during this week. Also requested to provide any education materials or video with qr codes so that they can educate their staff and prevent this from reoccurring and if it is possible to have a representative on-site to provide education to their staff as well. Medical intervention was unknown.